Manufacturer narrative:
The device and the lens were returned loose in the carton. The plunger lock and lens stop were removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. The plunger has been retracted to the mid-nozzle area. No damage was observed to the device. The lens was returned outside the device. A small amount of solution was observed. The optic posterior surface has a light scratch on the posterior near the edge. Both haptics are full and intact to the optic. There was no damage observed to either haptic. Product history records were reviewed and documentation indicated the product met release criteria. A qualified viscoelastic was indicated. Based on the information in the file and the sample evaluation, the root cause for the reported complaint of "trailing haptic didn't come out of injector tip" was most likely related to a failure to follow the IFU (instructions for use). An inadequate amount of viscoelastic was observed. The IFU instructs: fully insert the ovd cannula, perpendicular to the device, through the viscoelastic port, located in the lens stop portion of the device. Fill the device until ovd (ophthalmic viscosurgical device) can be observed flowing to the ¿fill-to¿ line on the nozzle tip. This will require approximately 0.2 ml of ovd. Only use an company ovd qualified for use with company pre-loaded delivery system that has been allowed to come to the operating room temperature. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become ¿stuck¿ in the device. Information was provided that during lens advancement, the surgeon pulled back on plunger, then the lens was advanced. When injecting into eye, trailing haptic didn't come out of injector tip. The lens was partially inserted into eye. The lens was returned outside the device. Both haptics were full and intact to the optic. The plunger was retracted in the device. The retraction of the plunger during lens advancement would be against the IFU. The IFU instructs: take at least 7 seconds to gently fold the iol (intraocular lens) by advancing the plunger forward in one smooth, continuous motion until the front edge of the optic is even with the ¿fill-to¿ line on the nozzle. Do not allow any portion of the lens to exit the nozzle tip. At this position the blue spring will contact the clear main body. It is important to not advance the plunger abruptly to fold the iol as improper folding and lens damage may occur. The IFU instructs: after the lens has been advanced to the nozzle line, the lens should be visually inspected to determine the position of the haptics. The plunger should be in contact with the trailing optic edge. After confirming the lens is properly positioned and the haptics are folded properly, proceed with lens implantation. Proceeding with implantation of a misfolded haptic or a lens that appears to be ¿out of position¿ can result in a broken haptic or other negative outcome, since the haptic may be trapped and stretched, and/or pinched and sheared by the moving plunger. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, noticed that the lens was went so far down injector then stopped, surgeon pulled back on plunger. However, lens advanced and while injecting into eye, trailing haptic didn't come out of injector tip but it was partially inserted into the eye. So, the lens was explanted and replaced with unspecified back up lens with no issues during initial procedure. The procedure was completed on same day without any harm to the patient. Additional information has been requested.